Manufacturer narrative:
Device codes: 1069 labeled. Internal file number - (B)(4). Device coding correction: code 1104 was removed. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported break. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed MDR report, the account confirmed that the shaft did not separate in two pieces but rather became fractured. The lesion to be treated was a moderately calcified mid descending anterior artery that was 70% stenosed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. The shaft of a 2.5x12mm nc trek balloon dilatation catheter broke while attempting to position the catheter inside the stent for post-dilatation. Another same size nc trek was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.